Event description:
The reporter stated that they did meter to lab comparison tests, about an hour apart, in a fed state. The meter reading was 134mg/dl, and the lab result was 290 mg/dl. No symptoms were reported. On followup, the reporter verified the above reported info, but did not wish to troubleshoot since the reporter was not feeling well, and was visiting the va hospital. Reporter stated that they would call back if reporter needs assistance. No harm was alleged.